Manufacturer narrative:
Reported event: the reported device was confirmed to be a square screwdriver, p/n 111160, lot number 06060915. Device history: review of the device history records indicate 80 devices were manufactured and accepted into final stock on 12/8/2015. No non-conformance were identified during inspection. Device inspection: product was not returned and could not be inspected complaint history: a review of complaints in catsweb and trackwise related to p/n 111160, lot number 06060915 show the following investigations had similar issues: (B)(4). Conclusion: it was reported the square driver handle would rotate around the drive shaft. Device was not returned so the reported issue could not be confirmed. Further action: none at this time. The device was not returned for evaluation.

Event description:
The plastic part leaks from the metal part not allowing screw tightening.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The plastic part leaks from the metal part not allowing screw tightening.